Manufacturer narrative:
Correction - d10 - concomitant device gallant hf should have been included.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found the device was above the elective replacement indicator (eri) when received, however it was below the expected beginning of life battery voltage. Electrical testing revealed high current drain from the hybrid. The cause of the premature battery depletion was high current. The root cause of the high hybrid current could not be determined.

Event description:
Related manufacturing reference number: 2017865-2021-16073. It was reported that two implantable cardioverter defibrillators exhibited premature battery depletion prior to implant. The issue was discovered while in abbott's possession. Neither device was used. There was no patient involved.